Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture, granuloma, and silicone migration.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, rupture, double capsule, and "siliconomes on both axillas". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, rupture, double capsule, and "siliconomes on both axillas". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed in the device. Double capsule: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted. Visual analysis of the photographs identified: observed deformation device, red biological tissue and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, rupture, double capsule, and "siliconomes on both axillas". Device has been explanted and replaced.